Event description:
Per the clinic, the patient experienced no communication to the internal device due to a sustaining head trauma on (B)(6) 2025. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.